Event description:
Received replacement natus bili blanket/light source from natus. During inspection by biomed engineering, noticed the connector had cracks. Natus was informed of the findings and replacements were sent out. Upon inspection of new batch, identified crack in one of the products. Natus was contacted again and stated that they would stop all shipments until quality control addressed the issues.